Event description:
Consumer alleged that she was going up a hill when the chair started going backwards and flipped. She was thrown out of the chair. Consumer was taken to the ER but no injuries were found.